Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, blank display and damaged battery cap from the insulin pump. The customer's blood glucose level was 409 mg/dl. The customer stated that she woke up at 3am and took a bolus. The customer changed out the battery and the pump still does not work. The customer does not have new energizer aaa alkaline batteries to test with the pump. Customer was advised to revert to a backup plan per health care provider's instructions.